Manufacturer narrative:
The reported malfunction was observed and a faulty interconnect flex cable.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inapproriately shuts down. Complainant indicated that there was no pt involvement in the reported malfunction.